Event description:
The customer reported that he accidentally pressed a button and ended up rewinding. Troubleshooting was performed and the device had a frozen screen. The customer stated that when he does press the activate button nothing happens. The customer stated that it appears the insulin pump is stuck on the rewind loop. Advised the customer that the device would be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.